Event description:
On (B)(6) 2025, the user reported elevated blood glucose, with a peak of 280 mg/dl after eating a meal. The agent provided education on the corrections algorithm and advised the user to meal announce for future meals. At follow-up, bg remained elevated, but the user had performed a supply change to help correct the issue. Bg was trending down, and no symptoms were reported. No medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.